Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after she removed the cannula she found that it was splayed and damaged. The customer's blood glucose reading was 76 mg/dl. The customer had been using expired sensors. The sensors were replaced, and nothing was returned for analysis.